Event description:
It was reported that the device had the service wrench illuminated and depleted a new fully charged battery in less than a couple of days. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control provided the customer a replacement defibrillator. Physio-control continues to investigate the reported event and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. The cause of the reported failure was determined to be the ground section of an inductor, designator l1 from the analog pcb assembly which caused 79.4 ma of current draw which depleted the battery. The customer received a replacement device.